Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The sample was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a patient had a leak from a cassette during peritoneal dialysis (pd) therapy. This occurred while the home patient (hp) was in prime. The reporter stated that the leak occurred from the patient line. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.